Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that cardiac resynchronization therapy defibrillator (crt-d) and right ventricular (rv) defibrillation lead delivered inappropriate anti-tachycardia pacing (atp) and several shocks for atrial fibrillation (af) with rapid ventricular response (rvr). Review of the stored episodes also noted an artifact on the rv channel that was oversensed and resulted in inappropriate shock therapy. The artifact was felt to be related to oversensing of the respiratory rate trend (rrt) feature. Additionally, an artifact was also observed on the right atrial (ra) lead that was also felt to be related to the rrt feature, however, the device was programmed vvir and the signal on the ra channel was not sensed. Boston scientific technical services (ts) discussed the option of programming rrt off. Lead measurements were noted to be stable and within normal limits. The patient was noted to have returned to sinus rhythm and the rrt feature was programmed off and programming changes were also made to add the rhythm identification discriminator if the patient returns to af. Monitoring will be continued. No adverse patient effects were reported. This product remains implanted and in service.